Event description:
It was reported by the patient that she underwent an inclusion cyst removal on (B)(6) 2022. Post operatively, she had a severe adverse reaction to the monocryl dissolvable suture with hives, extreme itching, burning inflammation and redness. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I do not have the product code or lot number. I got the name of the products from the doctor. At first I was prescribed benadryl tablets and cream for the hives. Benadryl did nothing. Then I was prescribed hydroxyzine 25 mg. And it seemed on to take the itching down some, but there still was a lot of crazy itching and the hives kept spreading. My ear was on fire. Then I got an emergency appointment with a dermatologist who prescribed hydrocortisone 2.5% for my face and clobetasol propionate ointment for my neck, ear, chest, back and abdomen. Finally something worked. The itching is almost gone, there is just an occasional slight itch, but nothing like it was. The redness in the face and neck has faded, but the hives have gone down and the face appears to be clearing up. What a horrible nightmare experience. I scheduled an appointment with another dermatologist to do allergy testing to see what product I'm allergic to so that I make sure I don't get it in the future. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.